Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer an occlusion alarm. Reportedly the customer changed out supplies to address the issue. Additionally, it was reported the battery was not holding a charge. The customer's blood glucose level was 277mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.